Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the femoral artery, with side unknown, in a patient of unknown age presenting with acute myocardial infarction complicated by cardiogenic shock. No patient history was provided. During support, an "impella in aorta" alarm was reported on the automated impella controller. Ultrasound evaluation demonstrated that the impella cp device, including the pigtail, had migrated completely into the aorta. Repositioning was performed. Subsequently, the patient required extracorporeal membrane oxygenation support in addition to the impella cp, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella utilized for left ventricular unloading. The pump was maintained at performance level p-2, as higher performance levels were not tolerated due to persistent suction alarms. The device was reported to be positioned near the papillary muscle, and multiple repositioning attempts were unsuccessful. At performance level p-2, left ventricular unloading was considered adequate and no additional repositioning attempts were planned. After 2 days of support, a decision was made to withdraw care and the patient subsequently expired. While on support, the impella cp device was operating at performance level 2 with expected flows of 1.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient's underlying critical condition requiring multiple mechanical circulatory support devices.